Event description:
Device 2 of 2. Reference MFR number: 1627487-2018-12565. It was reported that the patient had high impedance on all 8 contacts. Surgical intervention may be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2018-12565.

Event description:
Device 2 of 2: reference MFR report number: 1627487-2018-12565. Additional information obtained indicated that one of the leads was explanted and replaced. Therapy was restored to the patient post-operatively. It is unknown which lead was explanted and replaced therefore both leads are being reported.

Event description:
Device 2 of 2: reference MFR report number: 1627487-2018-12565.